Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Date of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following journal article: herman vercruysse jr., tom de backer, and maurice y. Mommaerts (2014), outcomes of osseous free flap reconstruction in stage iii bisphosphonate-related osteonecrosis of the jaw (bronj): systematic review and a new case series. Journal of cranio-maxillo-facial surgery, volume 42, pages 377-386 (B)(6) the objectives of this study were to update a previously published article with the recently published new cases by means of a new systemic review, and to present the long-term outcomes of a new case series of three (3) patients following iliac crest free flap reconstruction of stage iii bronj surgical resection. Only 2 of the 3 patients were implanted with a synthes plate. Cases were performed between august 2006 and december 2009 with clinical and radiological follow-up until december 2012 at regular intervals. Patients had cancer and received treatment with chemotherapy and IV zoledronate. Patient 1 who is a (B)(6) female had a second intervention which was done with the contralateral vascularized iliac bone graft used to reconstruct the defect. Patient had then experienced post-operative asymmetry and the causal osteosynthesis plate was removed 12 months after the second intervention. The patient developed a contralateral focus of stage ii bronj 28 months after the second intervention. Patient 2 is a (B)(6) female who was revised with a solitary synthes 2.3 mm reconstruction plate due to partial exposure of the bone and loosening of the previous implant had progressive exposure of the reconstruction plate. The plate was removed under general anesthesia 33 months after the initial operation. No further complications were reported. This report is for an unknown synthes 2.3 mm uni-lock rigid internal fixation system. This is report 2 of 2 for (B)(4).